Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed was leaking from the ng tube into bed. The leaking was noted where the ng tube branches off at the reflux lumen on the tube.

Manufacturer narrative:
The device history record (DHR) review showed no discrepancy. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A walk through was performed and the manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. In addition, quality control inspections are performed to the product for material release. Production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified issues. A risk assessment was performed to determine the occurrence of the reported failure mode. Based on the analysis, no further action is required. This complaint will be used for tracking and trending purposes.